Event description:
It was reported that a new probe was broken and can't be used, resulting in the procedure delay greater than thirty minutes.

Manufacturer narrative:
The affected sureshot percutaneous tan/fan drill guide probe was returned and evaluated. A visual inspection of the product confirms the stated failure. The probe is fractured at the middle section of the part, rendering the device to be defective. The device was manufactured in 2018. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.